Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2015 and now mentioned as (B)(6) 2013. Received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.. Imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Events- general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury and bladder/urinary problems: vaginal infection,. Event outcome updated for: physical pain/pelvic pain. Lab data updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization and novasure ablation." The patient's medical history included menometrorrhagia and hypermenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gerd, dysfunctional uterine bleeding, vaginal itching, vaginal discharge, vaginitis, hypothyroidism, uti and vestibular disorder. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal infection had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2015 and now mentioned as (B)(6) 2013. Received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding and vaginal infection. All the coils were inside the right fallopian tube and two visible coils were seen outside the left ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: plaintiff fact sheet and medical records were received. Abnormal bleeding (vaginal), anxiety and essure sterilization and novasure ablation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.